Event description:
Claims to prevent flat head: medium crib to prevent flat head - anti-spit-up crib for infants, pressure-resistant and movable, simulating baby holding I discovered amazing products on (B)(6).